Event description:
The customer stated that the new clinical chemistry creatine kinase, lot# 52044hw00 is generating quality control out of range low. The customer observed quality controls of 68-70 u/l (should be 100 u/l) and 660 u/l (should be 780 u/l) on level 1 and level 3 respectively when using the lot # mentioned above. There was no impact to patient management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot# 52044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when the cartridge is initially placed into use on the architect csystem. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.